Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported to fresenius medical care canada (fmcc) that a visible internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The complaint device has not been returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation; however there were four photographs provided. The first and the third photographs show a dialyzer attached to a machine with blood within the fibers. There appears to be a localized streak of blood running down the side of the dialyzer. The bottom of the blood streak appears to be darker, and what appears to be one end of a fiber sticking out from the rest of the fiber bundle. The second photograph shows the label of a dialyzer confirming the complaint lot number. The fourth photograph shows two blood leak test strips with positive results.. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no temporary deviation notice (dn) reported on the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s hemodialysis clinical instructor reported fresenius medical care canada (fmcc) that a visible internal dialyzer blood leak occurred 31 minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008s hemodialysis machine, did not alarm for a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. It was noted that the fibers of the dialyzer were broken/ damaged. The patient¿s estimated blood loss (ebl) is unknown; however, it was reported that they lost the blood within the blood circuit. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device has not been returned to the manufacturer for evaluation.

Event description:
A user facility¿s hemodialysis clinical instructor reported fresenius medical care canada (fmcc) that a visible internal dialyzer blood leak occurred 31 minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008s hemodialysis machine, did not alarm for a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. It was noted that the fibers of the dialyzer were broken/ damaged. The patient¿s estimated blood loss (ebl) is unknown; however, it was reported that they lost the blood within the blood circuit. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, e3.